Manufacturer narrative:
The device was evaluated by an authorized field technician at the complainant location. A visual and functional evaluation was completed and no malfunctions were detected and the device was functioning according to specification. A complete evaluation and preventative maintenance was conducted and the cot was returned to service. The complainant self evaluated the cot immediately following the reported incident and they determined the loss of power was due to a loose battery wire and the inability to operate the manual release was due to operator error. The complainant confirmed there were no injuries to the patient. No further information has been provided on the alleged injury sustained by the medic.

Event description:
It was initially reported while attempting to unload a bariatric patient from the ambulance, the stretcher legs allegedly did not fully lower while in power mode and the light began to flash "recharge" despite being plugged in for the duration of the transport. The crew allegedly also was unable to lower the legs using the manual mode. The patient was removed from the stretcher and transferred to a hospital stretcher. No injury was reported to the patient and no delay of care resulted. The complainant stated upon return to the station the cot was inspected and it was observed the control panel stated the battery was dead but the battery was testing charged. The battery was swapped out of the cot and the cot functioned properly. The original battery was placed back in the cot and the cot functioned properly. They also tested the manual release and it was functioning as well. They were unable to duplicate the incident. The complainant felt the battery wire had just loosened and the crew was operating the manual release incorrectly. The crew was shown the proper method of operating the manual release. An attending medic at the time of alleged incident did report an alleged lower back strain and was placed on light duty for 2 weeks and was to attend physical therapy for 2 weeks. An investigation has been initiated to evaluate the alleged complaint.